Event description:
Ous MDR - after an implantation time of about 4 months, it was reported that the ICD showed battery depletion (eos). No deterioration of the patient¿s state of health was reported.

Manufacturer narrative:
The ICD first underwent a status interrogation. The device status was eos, 1 charge process had been documented. The ICD's ability to provide therapy was tested. The antibradycardic output signal was correct and matched the programmed values in eos mode. The eos mode was reset with a technical programmer. A fibrillation signal was supplied, and the device detected the fibrillation signal as expected. The detection was followed by a charge process, which was aborted, which was, however, due to the already severely depleted battery. The ICD was then opened. The visual inspection of the internal structure did not show any irregularities. The battery voltage was measured. A discharged battery was discovered. The electronic module was then connected to an external voltage source and underwent an electrical function check. The current uptake of the electronic module was studied and proved to be unremarkable. The antibradycardic output signal was normal and matched the programmed values. A fibrillation signal was supplied, and the module reacted according to specifications with a defibrillation shock. The specified energy level was reached. The current uptake of the electronic module under load continued to be unremarkable. For further analysis, the battery was returned to the manufacturer for destructive analysis. Analysis of the battery: the manufacturing process of this battery was reviewed first, and the battery underwent a visual as well as an x-ray incoming goods inspection. No anomalies were detected. All manufacturing steps had been carried out correctly, the visual inspection and x-ray analysis showed a normal and expected battery structure. Next, calorimetric measurements were performed. The measurements did not indicate there was any possibly of increased self-discharge of the battery. The battery was opened and analyzed destructively. The visual inspection of the internal structure did not show any anomalies. In addition, the cathodes and anodes, the feedthrough and the respective separators were examined. The insulation resistances were as expected. No short-circuit or insulation defect could be identified, which could have led to an increased self-discharge of the battery and thus to the clinical observation. Summary: the device status eos is confirmed. Despite time-intensive and thorough analysis, no cause for the clinical observation could be identified. The analyses of the electronic module and of the battery were unremarkable. No indications of material defects or manufacturing errors were found.